Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's daughter called for assistance changing the customer's infusion set. During the phone call, the customer began to experience low blood glucose levels, so the customer's daughter took her to the hospital for treatment. Nothing further was reported.